Event description:
A surgeon reported that during a combined vitrectomy and photocoagulation procedure, the pt's intraocular pressure (iop) was not stable and the laser performance was irregular causing retinal bleeding. The vitrectomy was completed without consequence. However, during the laser treatment, using the pulse mode, one shot was delivered with elevated power. Thereby, the laser shot went through the retina and choroid causing bleeding. The blood was removed during the same procedure without a negative outcome for the pt. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).